Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the end of the drill sleeve (purple) close to the plate has broken off."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: by doing the visual inspection, we can confirm the incident's problem. The end of the drill bit broke off and got stuck inside the drill guide. The microscopic pictures show the difference between a prototype drill guide from the inside and the drill guide that has a broken drill bit inside and that there is an abnormal element stuck inside the hole of the drill guide. By making the parallel of the conforming prototype device and the defective device, we can see that the latter is not functional. This not functional has therefore probably led to a reduction of the bore diameter (cf. Dimensional inspection). Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification . A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause of the failure is user related. The breakage of the drill guide happened due to a combined torsional and bending overload. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the end of the drill sleeve (purple) close to the plate has broken off."